Manufacturer narrative:
The pad-pak was first installed on the 23rd october 2010 and passed all self-tests up to the 23rd august 2015. An increase in voltage suggests a further pad-pak was installed. Two manual power ups of ten minutes duration were recorded between 24th august 2015 and the last log entry on the 11th october 2015. The user accessible memory was erased prior to the 5th november 2014. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs and the excess current drain measured may suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.